Manufacturer narrative:
Analysis was performed at the philips authorized repair facility which included sound test at start up and speaker test. Results of functional testing indicate that the speaker produced sound. Based on the results of the analysis, a product malfunction was unable to be confirmed. As for precautionary measures, the speaker was replaced and the product was returned to the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on mx40 1.4 ghz smart hopping indicating that there was physical damage to the speaker. It is unknown if the device produced sound. It is unknown if the device was in use on a patient at the time of the event. No adverse event was reported.